Event description:
Caller states patient tested hi (greater than 600 mg/dl) on inform system 1, and 154 mg/dl on inform system 2 within 10 minutes. Comfort curve test strips were used. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 551723, expiration date 05/31/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.